Manufacturer narrative:
This device has not been returned for evaluation. Upon receipt of the product an evaluation will be completed and the investigation results will be submitted in a supplemental submission. The serial number was not provided, therefore a device history review was not able to be performed.

Event description:
It was reported that during use with the hemosphere monitor that the sv02 reading decreased, dropping from approximately 85% to the 50¿s . The reading did not correspond with the patient¿s clinical situation. There were no other patient parameters that changed. The venous blood gases were drawn and were lower than the hemosphere values, but the hemosphere sv02 did not return to normal. There was no patient compromise. The patient demographic information is unknown.

Manufacturer narrative:
The suspect hemosphere hem1 monitor was not returned by the facility for product evaluation. Edwards is unable to confirm or negate the customers experience without the return of the suspect device. If the product is received a supplemental report will be submitted. The device service history record review could not be completed as the serial number is unknown. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Svo2 is one indicator of multiple hemodynamic parameters that is used to base clinical treatment decisions. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors played a role in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.